Event description:
It was reported that the pt was treated with lioresal for an unspecified indication and duration. Following a pump programming error, which increased the dose fourfold, the pt presented with "intense fatigue then lapsed into coma". No other info was provided.